Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics. No button response due to corroded keypad traces. The device was also received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer dropped the insulin pump in water. Customer's blood glucose was 13.4 mmol/l. The insulin pump was replaced and returned for analysis.